Event description:
It was reported that the catheter placement operator inspected the catheter by flushing prior to insertion on april 10, 2023. When attaching the extension tubing following catheter insertion, the connection between the catheter and the extension tubing leaked liquid. The two parts could not be engaged firmly or secured. Six catheters from the same batch experienced the same problem. The operator had to replace the extension tubing. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the video showed a leaking catheter while implanted into a patient. Fluid was observed dripping from the distal end of the connector. The two-piece connector appears to be properly attached without any significant gaps. The origin of the observed leak could not be identified from the returned video. While the exact cause of the observed leak could not be determined from the returned video, possible causes of the leak include physical damage, improper connection between the catheter and connector, and sharp instrument damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter placement operator inspected the catheter by flushing prior to insertion on (B)(6) 2023. When attaching the extension tubing following catheter insertion, the connection between the catheter and the extension tubing leaked liquid. The two parts could not be engaged firmly or secured. Six catheters from the same batch experienced the same problem. The operator had to replace the extension tubing. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.